Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified while based on the analysis, the alleged low bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.